Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #k160229 from the information available it is assumed that the needle got stuck in the bronchi when the needle kinked ¿folded during the puncture into the node¿ and broke. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, a possible cause may be that the needle could have hit a hard node potentially causing the needle to kink and break. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1341483 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, ifu0110-5, instructs the user to visually inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke during the punction. Needle was blocked in the bronchi, causing a risk for the patient. The needle was retrieved via another endoscope with a biopsy forceps. Consequences: lengthening of the examination an risk for the patient. The physician who performed the procedure confirmed that the needle has been broken 1 cm up the tip of the needle, stylet was well in place, the needle has folded during the puncture into the node, he didn't feel any problem. Removed the needle and when he place the stylet he saw that needle was broken.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). PMA/510(k) #k160229. The following additional information has been requested but not yet provided, investigation will be updated if information is provided: ¿the information provided mentions ¿needle has been kinked during puncture¿, is this the point where the needle then broke or is this kink in another location separate to the break? If separate at what position did the needle kink?¿ to the question - was needle penetration of the targeted site difficult? The reporter responded: ¿needle has been kinked during puncture¿ which would suggest that the needle kinked first then led to the break. From the information available it is assumed that the needle got stuck in the bronchi when the needle kinked ¿folded during the puncture into the node¿ and broke. Complaint device was returned to cook (B)(4) for evaluation. Upon evaluation of the returned device the following was noted: the needle was exposed from the sheath on return. The stylet was in place but not fully inserted. It was a distal break in the needle. The broken part of the needle was returned in a container. The needle was broken distally at 18mm. The stylet was protruding the distance. The device was taken apart and there was no issue within the device the customer complaint is confirmed as the needle is broken. A possible root cause may be that the needle could have hit a hard node or excessive force may have been used while possibly trying to puncture through to the tracheal wall. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). The notes section of the instructions for use, instructs the user to visually inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. The needle broke during the punction. Needle was blocked in the bronchi, causing a risk for the patient. The needle was retrieved via another endoscope with a biopsy forceps. Consequences: lengthening of the examination an risk for the patient. The physician who performed the procedure confirmed that the needle has been broken 1 cm up the tip of the needle, stylet was well in place, the needle has folded during the puncture into the node, he didn't feel any problem. Removed the needle and when he place the stylet he saw that needle was broken.